Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) -2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 32 mmol/l with confusion associated with an alleged history/settings issue. Reportedly, the patient was hospitalized and it was unknown whether the patient remained on the pump or discontinued pump therapy. The patient was treated with intravenous fluids and ¿other¿ treatment by their health care provider. During troubleshooting with customer technical support, the reporter stated that the bolus totals did not match. The basal delivery totals did not match due to an alarm and a loss of prime. The basal history matched the active basal program. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged bolus issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-mar-2018 with the following findings: a review of the black box showed multiple manual suspensions and manual resumes. The delivered boluses were calculated and correctly matched the total daily dose bolus history. A ten unit manual bolus and a ten unit audio bolus were performed and were accurately recorded in the bolus history and the bolus total daily dose history correctly showed 20 units. No hypersensitive or stuck keys were found. The pump showed was run for 24 hours with a 2 unit per hour basal rate and at the end of testing the basal history correctly showed 2 units, and the total daily dose showed 48 units. The total daily doses added up correctly and reflected the user's programmed basal rates the pump passed delivery accuracy testing and was delivering accurately and within range. No alarms or delivery interruptions occurred during testing.